Event description:
It was reported that during a pph procedure, according to the physician the instrument cut but did not staple when fired. The physician questioned whether there were staples in the instrument. No pt consequence. Or time extended by more than 1 hour and there was a delay in treatment.